Manufacturer narrative:
In an associated complaint from the user ((B)(4) for not being able to link the sensor, it was determined that the transmitter was detecting two sensors as they were in close proximity in the same arm causing signal interference. The user was referred back to the hcp to discuss options of having both sensors removed and getting a new sensor inserted, preferably in the other arm.

Event description:
On (B)(6) 2024, senseonics was made aware of an event where the user had two sensors in the same arm, which prevented proper use of the system due to signal interference.